Manufacturer narrative:
The reported event of incomplete coaptation and aortic leakage could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted in an (B)(6) male with tight calcific aortic stenosis. The only other comorbidity was chronic hypertension. At the time of surgery, the patient was noted to have 3 aortic sigmoids that were massively calcified which required extensive decalcification of the aortic annulus. On (B)(6) 2018, the patient presented at the hospital with dyspnea. Incomplete coaptation and grade IV aortic leakage were observed on echocardiogram. On (B)(6) 2018, a valve-in-valve procedure was performed with a 23mm corevalve evolut r with good results (implant depth 4-6mm, post-procedure gradient less than 10mm hg). The patient is reported to be stable.